Event description:
Pt reported that the lot number and expiration date, on the device, had smeared. Pt's blood glucose was not affected and no treatment was received. A request was made for the return suspect product and replacement product was sent.